Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
According to information provided by our field service engineer, the customer mentioned that there were problems from the beginning of the case as they replaced the water trap and the sampling line. Then the values for co2 and the agent differed from those entered by the anesthesiologist and the unit became completely blank and manual ventilation followed. There was no patient harm.the customer has not provided further information and the failure has not reoccurred. No similar cases have been reported after the reported incident.the logs shows a successful system checkout prior to and during the event and there is no indication of a technical malfunction in the system at the time of the event. The root cause of the reported issue cannot be established by this investigation. H3 other text : 4111.

Event description:
It was reported that on the anesthesia workstation gas measuring disappeared from the screen. Furthermore, alarms for high airway pressure was found in log files. There was no patient harm. Manufacturer's ref. #: (B)(4).